Manufacturer narrative:
Investigation summary: three samples were received. They are in sealed packaging blister. They have inside black particles. They are on the top side of the blister. It is dried ink particles, therefore failure mode is verified. Ink can be transferred to the packaging during the printing and packaging process if the ink is not fully cured prior to packaging. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8204625 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8204625 during this production run.

Event description:
It was reported that black foreign particles were found in the sealed packaging of 3 of the bd precisionglide¿ needles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign particles were found in the sealed packaging of 3 of the bd precisionglide¿ needles. It was reported that a pharmacist required assistance with a needle. It was clarified that there were black particles inside of the sealed package. As reported by the customer, "from phone call: there are no issues with the actual needle but inside of the sealed packaging there is black stuff like particles. Per forwarded email: we received a voicemail requesting assistance with lot 8204625."